Manufacturer narrative:
(B) (4): the instrument was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicated a non-conformance to specifications.

Event description:
It was reported that it was found that the instrument pin was missing during use. No patient injury was reported.